Event description:
It was reported that the bd syringe 5ml ll sp125 package was damaged / defective. The following information was provided by the initial reporter: material#: 309646, batch#: 5009037. It was reported by the customer that 4 of the syringes were out of the package laying loose in the box, as the wrapper was not sealed on the edges and the 5th one is completely empty. Rcc received a complaint via email. Account number: (B)(4), product information: complete (1) report per product code, product code sku: 0723309646, product description brand name: syringe 5ml ll syringe only, when problem was notice: prior to use, sterilization wrap: incident discovered during patient care: no, nature of patient care: quantity: 5, uom: each, lot: 5009037, date of event: 5/28/2025 12:00:00 am. Incident details: 4 of them were out of the package laying loose in the box, as the wrapper was not sealed on the edges and the 5th one is completely empty. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: n/a. Has the facility filed a report with health authority (ies)? No. Is photo available: yes. Attach photo: no attachment. Is sample available: no. Sample used/unused: replacement information replacement requested: no. Credit requested: yes. Purchase number: (B)(4). Response: investigation response requested: yes. Is translation response requested: no. Translation language: english.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other a total of seventy-eight samples of 5ml luer-lok syringes (part number 309646) from batch 5009037 were evaluated, with seventy-one received sealed and seven unsealed. Of these, seventy samples were found to be defect-free, while six exhibited missing side seals (open seal without grid) exceeding four inches across various cavities. In addition, two samples presented packaging anomalies: one with a partial open seal and another with a missing syringe despite the package being sealed. These conditions are non-conforming per product specifications. A review of mechanical and electrical logs, along with the product database, revealed no issues related to the observed defects. Potential root cause for the package open seal and package empty defects is associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 5009037. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.